Manufacturer narrative:
An evaluation was performed on the returned product and could confirm the customer complaint mode of, "broken anchor". The hex portion of the anchor was found to be lodged in the returned inserter along with a single strand of white suture. The anchor was found to be broken right at the proximal suture eyelet. Evidence of torsional failure was identified. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No conclusion can be drawn. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy using a fastener, fixation, biodegradable that an anchor broke during the anchor's fixation. It was also reported that half of the anchor was with the wire to the outside and, the other half stayed in the patient. Half of the anchor left and half stayed in the patient. The surgeon decided to do their points because the bone of the patient was rigid. A backup device was available to complete the case and there were no reported patient injuries or complications.